Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutters failed testing and the cutter's gear were found to be worn. The cutter's gear was replaced; however, the repair was not completed because the cutter would need to be replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ); catalog #: 00-7703-015-00; serial #: (B)(4). Z.s.g.m. Cutter 2:1 ratio ( caution: sharp ); catalog #: 00-7703-020-00; serial #: (B)(4).

Event description:
It was reported that the device was showing incomplete mesh. This event occurred at a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.